Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps, pain") and menorrhagia ("heavy periods, clots/menorrhagia") in an adult female patient who had essure (batch no. 638492) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of affective disorder ("hormonal changes describe: moods"), menstruation delayed ("period was way off"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vaginosis ("bv"), bladder disorder ("bladder or urinary problems or changes: bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), gastric disorder ("stomach issues") and the second episode of affective disorder ("mood disorder"). The patient was treated with surgery (to remove the essure implant/surgical removal of coils and laparoscopy to tie tubes/ablation) and surgery (underwent ablation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, menstruation delayed, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, fatigue, weight increased, alopecia and the last episode of affective disorder outcome was unknown and the dyspareunia, pelvic pain and gastric disorder was resolving. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, bladder disorder, dyspareunia, fatigue, gastric disorder, headache, menorrhagia, menstruation delayed, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of affective disorder and the second episode of affective disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received with her demographic condition. Following events were added: hormonal changes describe: moods, period was way off, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, bv, bladder or urinary problems or changes: bladder problems, urinary tract disorder, migraines, headaches, dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss and stomach issues. Lot number added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps, pain") and menorrhagia ("heavy periods, clots/menorrhagia") in an adult female patient who had essure (batch no. 638492) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), the first episode of affective disorder ("hormonal changes describe: moods"), menstruation delayed ("period was way off"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vaginosis ("bv"), bladder disorder ("bladder or urinary problems or changes: bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), gastric disorder ("stomach issues") and the second episode of affective disorder ("mood disorder"). The patient was treated with surgery (to remove the essure implant/surgical removal of coils and laparoscopy to tie tubes/ablation) and surgery (underwent ablation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, menstruation delayed, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, fatigue, weight increased, alopecia and the last episode of affective disorder outcome was unknown and the dyspareunia, pelvic pain and gastric disorder was resolving. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, bladder disorder, dyspareunia, fatigue, gastric disorder, headache, menorrhagia, menstruation delayed, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of affective disorder and the second episode of affective disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps, pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy periods, clots"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.